Event description:
It was reported that after the port placement through right internal jugular vein, the device allegedly occluded, failed to aspirate blood and unable to infuse. The procedure was completed by using another port. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot investigation summary: one MRI implantable port, one groshong catheter, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one vein pick, one catheter lock, and one tunneler were returned for evaluation. Functional, gross visual, microscopic visual, tactile and dimensional evaluations were performed. No abnormal elasticity or tensile weakness was observed on the catheter. The catheter was functionally tested using water and an in-house syringe to test for patency of infusion and aspiration. The catheter was patent to infusion and aspiration with no observed issues. However, the investigation is inconclusive for the reported obstruction of flow, infusion and suction issues, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. The dimensions are slightly out of tolerance in the affected portion that may be due to some deformation of a plastic port stem from use. Hence from the measurements recorded, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: d4 (expiry date: 04/2021), g3. H11: h6 (device, method, result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the m.r.I. Implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Implantable port, groshong single-lumen, 8f products are identified in procode and PMA/510k. (Expiry date: 04/2021).

Event description:
It was reported that after the port placement through right internal jugular vein, the device allegedly occluded, failed to aspirate blood and unable to infuse. The procedure was completed by using another port. There was no reported patient injury.